Event description:
It was reported that the pump experienced over 7 acu watchdog errors.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed on the bottom case, no appearance of any physical damage was observed on the pump. Review of the event history log showed occurrences of "acu watchdog" and "primary audible alarm post" alarms. Functional testing was performed, and included running the pump through the power up process, audio testing and testing of the main printed circuit board. The reported alarms were not duplicated during the investigation. A problem with the main printed circuit board was noted, but no damage was found on the board. The main board was replaced. The speaker was also replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.